Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of the estimate.